Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that the pt had a battery replacement surgery due to end of service (eos) life. He stated that he could not interrogate the pt's device. Physician stated that the eri status was no back in (B) (6) 2009 but now its completely dead. Physician was surprised how the battery died so fast. He stated that his programming system was working perfectly fine and he could interrogate other patients. Explanted generator was retuned to manufacturer for product analysis. Analysis is currently pending on the generator. Good faith attempts to obtain add'l info has been unsuccessful.